Event description:
During the procedure, the surgeon stated that the cutting switch of the instrument would not engage. The instrument would cauterize, but not cut. After 2-4 minutes of troubleshooting without success, the instrument was removed from the field and a new instrument was utilized without incident. There were no adverse affects to the patient. It is unknown if the new instrument was of the same or a different lot. No follow up procedures were required because of the event.